Event description:
It was reported that a patient reported heart rhythm problems after having her vns was implanted. Even after a holter monitoring, it was not sure what was causing this problem. They decided to turn off auto-stim feature. No additional relevant information has been received to date.